Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead had an alert due to high out of range pacing impedances greater than 2000 ohms, where the patient was zero percent ventricular paced. The plan was to bring the patient in for further troubleshooting. The lead remains in-service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically capped and replaced due to high pacing impedances greater than 2000 ohms. A fluoroscopy was performed, and the lead was noted to be located pericardial. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had an alert due to high out of range pacing impedances greater than 2000 ohms, where the patient was zero percent ventricular paced. The plan was to bring the patient in for further troubleshooting. The lead remains in-service. No adverse patient effects were reported.